Event description:
(B)(6) called to report that their navlock was getting stuck on their tap. (B)(6) said that the navlock didn't get stuck when he was present, but he was going to investigate the issue further. The account attempted multiple taps, and a ring indent was left on the tap from improper attachment to the navlock. (B)(6) will inform (B)(6) which parts would need to be quoted, if any. This issue didn't cause a delay in the case. They switched out the navlock to proceed with the surgery. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".